Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer¿s reported problem, the entire image is blurry and the subject cannot be recognized due to fluid invasion of the objective lens. Also the image does not return which was isolated to a defective (ccd) charged coupled device unit. The evaluation noted the switch box, switch (1), the control knobs were scratched and discolored. The channel tube, light guide connector and the olympus logo were worn. The el (electronic) connector shows signs of non-olympus welding and the scope information was not correct. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer evis lucera gastrointestinal videoscope has an image defect, ¿image blurry¿. The customer reported problem was found during a gastroscopy procedure. The intended procedure was completed using another device. No death, injury or harm was reported to olympus. The olympus field service engineer confirmed the image was blurry and the subject cannot be recognized. The scope will be returned for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that fluid invaded the objective lens during user handling, which made the entire image blurry. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection - inspection of the endoscopic system - inspection of the endoscopic image - while observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities.¿ olympus will continue to monitor field performance for this device.